Event description:
It was reported that during routine generator exchange that device interrogation revealed oversensing noise due to insulation breach on the atrial (ra) lead. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: h4.